Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history showed no activity related to the complaint. The pump was exercised for 24 hours on a 1unit per hour basal rate; the basal rate settings did not change without user intervention during testing. The battery was removed and the pump was left without power for six hours; when the pump was powered back on, it had appropriately maintained the basal program. The alleged malfunction could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that on one occasion after a battery change, the basal settings were erased and he had to re-program them. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.